Manufacturer narrative:
Follow-up #1: date of submission 08/29/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2016 with the following findings: during investigation, the keypad cover was found to be intact and all buttons responded appropriately. The keypad cover was removed to find no contamination under the keypad button contacts. Unrelated to the original complaint, the pump was opened to find evidence of moisture on the main printed circuit board, keypad connector, and display flex. The audio bolus button cover was detached/missing, due to this the audio bolus button was unable to be tested.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.